Event description:
In 2002, presented with unstable angina. Cardiac cath-mildly impaired left ventricular function. Right coronary occluded, severe disease affecting left anterior descending and diagonal coronary arteries. Aorta mildly dilated although no true aneurysm present. Triple coronary artery bypass (sequential left internal mammary artery bypass to diagonal and left anterior descending coronary arteries, saphenous vein graft to right posterior descending coronary artery). Ready to transfer out of ICU sudden arrest, maintained sinus rhythm but lost b/p and respiratory arrest. CPR and chest opened found large amount of blood within the pericardial space. All anastomoses were intact. Evidence of ascending aortic dissection. Pt expired. Autopsy done in 02/2002.